Event description:
During emergency trach change on 2/4/96 at 2145 two sealed custom trach tubes were opened by mother and father to reveal what appeared to be silicone flaking inside and around juncture or flange and the hyperflex trach tube. Tube is changed prn as needed. Recently has been changed every seven to ten days. Size customized for 7.5 ID cuffless. 93 mm length.